Manufacturer narrative:
Insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. However, pump received with a high sleep current measurement and low battery alarm occurred when monitoring for several days, problem isolated to the electrical board 2. No unexpected power loss alarm during testing. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's also had blood glucose level of 460 mg/dl. The customer mentioned that the they were hospitalized twice because of high blood glucose readings. It was also reported that insulin pump shut off this morning and received power loss alarm. The customer also reported that they received low battery alarm and on next day they received power loss alarm. The customer was able to successfully clear the alarm and they did not receive request to rewind insulin pump. The insulin pump will be returned for analysis.